Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient had a problem with her implanted device. The patient said "it fell off and it wouldn't charge." No symptoms or further complications were reported.